Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right shoulder replacement. Subsequently, the patient noted experiencing a popping sound from their right shoulder accompanied by pain. It was also noted by the patient that they underwent right shoulder replacement as surgical treatment. However, it is unknown if they intended to refer to the initial procedure or if they underwent a right shoulder revision. No further patient impact was reported. No additional information available.